Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: testing confirmed intermittent responses to button presses on the keypad. Multiple button presses requiring increasing force are required before the buttons will engage. The buttons do not have normal spring back or click. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.